Manufacturer narrative:
The lift was inspected by a hill-rom technician and was approved on all inspection points to operate according to specification. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. Based on this information no further action is required. Based on this information no further action is required.

Event description:
Hill-rom received a report from the account stating during lift of pt from bed to wheelchair the caregivers forgot to attach one of the sling loops which caused the pt to slip out of sling and fall down on the floor. The lift was located at the account at the time of the incident. The pt suffered a cerebral hemorrhage and later deceased. This report was filed in our complaint handling system as complaint (B)(4).